Event description:
It was reported that during an unknown procedure, the device was used with a generator. An error code, instrument failure, was given. The activation of the shears stopped often. A new device was opened to complete the case. No further information is available and there was no reported pt consequence.